Event description:
It was initially reported that the implantable neurostimulator (ins) stopped working "three months ago." There was no reported event that "might have lead to this." It was reported that the patient hadn't recharged his implant for three months. It was noted that the patient programmer and recharger were not responding to the ins. Additional information received reported that the patient's stimulation had not been working for "two months and he did not realize it." It was further reported on (B)(6) 2014 that the stimulator would not turn on following an MRI of the head and cervical spine 2 months prior. The patient felt no stimulation sensation. The stimulator had been turned off for the MRI. The device would also not take a charge. However, during the report, the battery was interrogated and found to be discharged. The stimulator was charging during the report. The patient had lost coupling during the charge, but they were charging over jeans. They moved to charge over the skin and got full coupling. The patient's physician had moved out of state and the patient was going to find a new physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).